Manufacturer narrative:
The user facility is foreign; therefore a facility medwatch report will not be available. The warnings in the package insert state this type of event can occur. Without a product return, no product evaluation is able to be conducted. The lot history of the implanted unit is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
A review of the device history records indicates that there were no dimensional, functional or material anomalies reported at inspection. A visual examination confirmed the threaded tip of the inserter sheared off at the distal tip. Based on the data available through the review and investigation of this file, the most likely underlying cause of the customer¿s complaint cannot be fully determined based on the information provided, however the probable underlying root cause for the damage is excessive forces on the instruments leading to instrument fracture during usage of the device.

Event description:
It was reported the thread on the inserter broke during surgery. There are no adverse effects reported as a result of this event, however the device malfunction is subject to the two year rule.